Event description:
Additional information received from the patient reported that they wanted to change programs as the current one caused them pain. It was described to be on the right side of their vagina and felt like a ¿pressure¿ and ¿trying to push something out¿. The patient also stated this was a continuation of the same pain as before but in a different location. They went to their doctor yesterday and the patient ¿thinks¿ they had the stimulation off for 2 weeks up until the appointment. The patient stated they ¿took the batteries out.¿ when they went to the doctor they turned the stimulation back on and before they got home they were in pain again. The patient stated that the pain goes away with the stimulation off. They were on program 4 at ¿4/60¿ and was able to change to program 1 at 0.75 where they thought they felt the stimulation but were not sure. The patient currently did not feel any pain but they were ¿nervous¿ to be on the same program.¿ the patient was going to follow up with their hcp if the pain continued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that she has no control over her bladder and stimulation was not working. Patient stated she had turned stimulation up to 3.70 about 3 weeks ago but woke up in the middle of the night with her "stumps" (amputated legs) were hurting so she had her son come in and turn down stimulation and she stated it hasn't worked since. The patient reported that she was feeling stimulation in the correct area and therapy was on. There was no medical procedures/emi reported related to this event. The patient was assisted with turning implant (ins) up to see if she felt any stimulation. At 4.05v, patient reported feeling right buttock pain and pain in low back. Decreased stim down to 3.65v to see if that reported pain would diminish to validate that stimulation was being perceived by the patient. Within 1-2 minutes, patient reported that the feeling in right buttock and back seem to have reduced. This indicated that patient can feel the change in stimulation. The patient has a follow up appointment on with healthcare provider (hcp) in (B)(6) 2017. It was noted that troubleshooting resolved the reported issue. The patient indicated that the change in bladder control was noted as sudden. The patient indicators for use were gastrointestinal/ pelvic floor. No further patient complications have been reported as a result of this event" in the event description.